Event description:
Repair request initiated for device with the report of not working properly. It was reported that there was no patient or staff impact. Repair request escalated to product event on evaluation due to overheating.

Manufacturer narrative:
Report confirmed for the em200. The device was tested and the max temperature was measured to be 153f. The likely cause of failure could not be determined. There is no evidence that any other failures during analysis were found that may have contributed to this event. It was also noted that after switching to 75k rpm, the speed only increased very slowly and it was running rough, the device stalled with error message, the collet depth was out of spec, the cable was damaged, and the stator/resistance/dielectric test was not good. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.